Event description:
A customer called beckman coulter regarding a discrepant urine test result. The pt's urine and serum samples were tested with the icon 25 hcg test kit. The urine and serum samples both generated a negative (-) test result from the icon 25 hcg test kit. The urine and serum sample were also tested with a different hcg test kit. Both samples tested negative with the different hcg test kit. The pt's serum sample was tested quantitatively for hcg and the serum quantitative hcg result was 9000 miu/ml. There has been no change to pt treatment that can be attributed to this event.